Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this guidewire was the cause of perforation and pericardial effusion. This guidewire was never in service. No additional adverse patient effects were reported.